Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system and passed recognition, engagement, and grip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the cadiere forceps instrument would not rotate or open correctly. The customer reseated the instrument and drape, but this did not solve the issue. A new instrument solved the issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon indicated the instrument would not rotate or open correctly. The issue occurred with the surgeon¿s head inside the surgeon console. The issue was resolved with a new instrument.